Event description:
It was reported the pt received an excluder bifurcated endoprosthesis for the treatment of an abdominal aortic aneurysm. The procedure was uneventful and the final angiogram showed an excluded aneurysm with no endoleak. However, the pt expired shortly after the procedure. The an anesthesiologist noted unstable blood pressure post-op. There was an apparent dissection of the suprarenal aorta which was attributed to an extremely fragile aortic wall. The clinician was unable to control the aorta. It was noted that the pt's vasculature was extremely delicate both supra and infra renal. The death is procedure related and not specific towards the graft. There is no allegation of product deficiency.